Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock and was seen at the hospital. The device incorrectly recognized atrial arrhythmia which conducted to the ventricle and there were two fast ventricular tachycardia and ventricular tachycardia events. The patient had several tests and x-rays done and subsequently received treatment to improve cardiac function. The device remains in use. No further patient complications have been reported as a result of this event.